Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Performance data was also collected from the device was received and analyzed. Analysis revealed that a lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counters and non-sustained tachycardia episodes. Evidence of electromagnetic interference/noise was observed on stored electrograms. There were two episodes with ventricle to ventricle intervals less than 220 milliseconds observed on (B)(6) 2016. Concomitant medical devices: dtba2qq ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient is experiencing loss of pacing and syncope. The right ventricular lead had t-wave oversensing and noise due to electromagnetic interference. The atrial lead also exhibited oversensing and noise due to electromagnetic interference. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.